Manufacturer narrative:
(B)(4). A review of all batch record documents was conducted for potentially associated lot number h13b06040 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. During visual inspection of the returned device no issues were found. The leak testing and clear passage testing were performed with no issues noted. The root cause of the reported issue cannot be determined based on the information available. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the patient's uv flash transfer set leaked near the twist clamp during use. There was no patient injury. No additional information is available at this time.

Manufacturer narrative:
(B)(4). If additional relevant information is obtained, then a follow-up MDR will be submitted.